Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they were implanted, the first week the ins was awesome for their pain, however now, it seemed to be very inconsistent. Pt said their pain was so bad one day that they almost went to the hospital. Pt said the pain had gotten a little better after that but they cannot sleep and were going to bed with an ice pack on their neck. Pt said during the trial they were on group c. Pt said they now have group a which the rep said was the same as their trail but pt said it feels different. Pt said the pain had come back within a week or two after the ins was put in and was really bad for 1 to 1.5 days. Pt mentioned they were trying to get off of oxycodone. The patient was redirected to their healthcare provider to further address the issue. Pt will follow up with  health care professional (hcp) to get in touch with a rep for possible reprogramming. Pt said they have an online appt this week.